Manufacturer narrative:
The glidescope avl video baton 3-4 was replaced for the customer. The video baton was returned to verathon for evaluation. The technical service representative could not confirm the reported loss of image. The technical service representative manipulated the video baton cable for ten minutes without a loss of image noted. Since the customer received a replacement glidescope avl video baton 3-4 the returned video baton was scrapped. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would cut in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.